Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nissen procedure, the device had difficulty in toggling/ loading/ unloading, needle also disengaged into patient¿s cavity and was retrieved by the physician. A new handle was opened in order to complete the case. There was no patient injury involved regarding the event. The device is expected to be returned for evaluation.